Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that a two-tone beep occurred on the pump with reservoir volume at 52.6 milliliters and then it went to a no disposable alarm. Alarm unresolved with troubleshooting as per manual. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information: medwatch mw5108051 was received on 20 april, 2022 and attached in complaint object., corrected data: d1: correction: cadd cassette 100ml w/flowstop.